Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Data was available for evaluation. The reported cgm inaccuracies were confirmed. A probable cause could not be determined. No additional event or patient information is available.